Manufacturer narrative:
(B)(4). Retainer ring: clear. Insulin pump powered up with a blank display due to a huge piece of the battery threads which broke off. As a result, the battery cap is not making good contact with the battery. Unable to perform displacement test due to the loose battery threads. No moisture/damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Unit had cracked keypad overlay, broken battery tube threads, cracked case corner of belt clip rails, missing display window cover. Unit p-cap / test reservoir lock in place properly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack in case along side battery compartment. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.